Event description:
It was reported there was a minor skin damage at the sensor placement area. The sensor was placed on the bottom of patient's right foot. After 7 hours, nurse found redness (approximated 5 mm) and slight skin peeling after attempting to remove the sensor. The affected site healed by itself without any medical intervention. It was confirmed that patient is doing fine.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.